Event description:
Iab catheter inserted to assist weaning off bypass. After 58.5 hrs of pumping, blood was noticed in the extracorporal tubing indicative of a leak. The balloon catheter was removed shortly afterwards. The pt did not require another balloon catheter. The balloon was sent to datascope for further evaluation.

Event description:
Add'l info rec'd from MFR 3/30/01: the microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion and the ultimate penetration of the iab is not entirely uncommon and has been reported in the literature on various occasions. Unfortunately, all iab's are possible subjects of plaque abrasion, the time being determined by such variables as the degree of calcification of the plaque, its location within the aorta, and the size of the aorta, as well as the iab's position in relation to that plaque.